Manufacturer narrative:
Manufacturing date: 09/2004, expiation date: 09/2006, device: model 3186, scs lead, implant date : unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6) ) experienced discomfort wearing rf receiver and stopped using the system few years after the implant in 2005 (exact implant date unknown). The ipg was deemed inoperable. The patient underwent surgical intervention on (B)(6) 2017 wherein the receiver was explanted with the ipg of updated model which resolved the issue.